Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with mentor smooth round moderate plus profile 350cc saline breast prostheses when the right breast prosthesis deflated after implantation. In addition, the patient had slight asymmetry in the left breast. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor saline breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis. The manufacturing date for the suspect medical device is after the reported implantation date. Mentor will report the information as it was received. Follow ups are in progress. If clarification on the implantation date is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 03/07/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation the device appeared intact. No anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. Deflation complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. At this time, it is not possible to determine the origin of the white material observed. Deflation complaint was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 01/30/2019, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).